Manufacturer narrative:
Retainer ring = clear the customer was hospitalized for low bg's on july 30, 2019. Alert on low anomaly. On svn 000313754929 the customer alleged blank display and exposed to moisture on (B)(6) 2021. No blank display noted. The device was received with frozen screen on medtronic logo, with vertical color lines (red, blue, pink and green), and constant vibrate. No unexpected audio anomaly noted. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to frozen screen on medtronic logo, with vertical color lines (red, blue, pink and green), and constant vibrate. Device was cut open to perform visual inspection and found corrosion on the pcba 1, and pcba 2. Moisture damage found on the force sensor, and motor. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on, frozen screen on medtronic logo, and constant vibrate noted. No with vertical color lines (red, blue, pink and green) noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. The pump had a blank display. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, faded serial number label, pillowing keypad overlay, cracked keypad overlay at the select button, cracked retainer corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the history download using thus and carelink upload due to frozen screen on medtronic logo. Frozen screen on medtronic logo, with vertical color lines (red, blue, pink and green), and constant vibrate due to corroded pcba 2. Unable to test the alert on low due to frozen screen on medtronic logo. Unable to perform the functional testing due to frozen screen on medtronic logo. Unable to confirm alleged low bg's. Constant vibration was confirmed. Alert on low anomaly was unknown. Blank display was not confirmed. Exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 41 mg/dl at the time of the incident. The customer stated the pump was not alerting them to the lows. The customer was at 83 mg/dl at the time of the call. The customer was given food, glucose tablets, and intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the customer could not hear a difference between beep volume 1 and 5. The insulin pump will be returned for analysis.